Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed for the t8 cannulated hexalobe driver (part number 80-4151) as the batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery the t8 cannulated hexalobe driver tip broke into multiple pieces after trailing screw entered the bone. It was also reported that all the broken pieces were retrieved. The surgery was completed with an at3 mini driver after a 15-minute delay. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00302 for the screw involved in this event.